Event description:
The st. Jude representative was called to a follow-up and testing of the ICD due to inappropriate therapies due to noise. At the time, the ICD was disabled and leads were checked. No anomalies were noted. Electrograms appeared to be clean. The patient was induced, the device detected and delivered the first fib therapy. Following delivery of that therapy, a warning message appeared stating that a "hw" reset had occurred. The patient was still in fib and had to be externally rescued. The physician elected to explant and replace the ICD.